Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittant occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. No further information was provided. Reportedly, the customer was wearing the infusion set for 3-4 days, using cold insulin, and wearing the cartridge past label. Tandem clinical support informed customer that wearing the infusion set for 3-4 days, using cold insulin, and wearing the cartridge past label, is off label per the tandem user guide. Customer¿s blood glucose level was 220 mg/dl.